Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device was successfully implanted in the patient and achieved hemostasis. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. The physician was not able to insert the bypass tube through the hemostatic valve of the manta sheath prior to advancing the manta closure device. The physician clicked the manta in regardless, and deployed the device achieving immediate hemostasis. The IFU instructs in step 3 of inserting the manta device, if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and opened a new device. Associated to MDR fu-3010252479-2021-00179 manta.

Event description:
As reported: physician noted on estimated date that he was unable to insert bypass tube in through the valve prior to advancing the manta device. He clicked the manta in anyways and deployed the device with immediate hemostasis. This happened with two manta devices on two separate tavrs with each manta still achieving immediate hemostasis. Physician could not provide information about 2 other cases and said he did not remember anything regarding the cases dates or who the patients were. All he could remember is that the mantas were successful (immediate hemostasis) and the pts are fine. Associated to: MDR 3010252479-2021-00166 manta, MDR 3010252479-2021-00179 manta.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.